Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced discomfort in the urethra. Upon revision, erosion was found in the urethra; therefore, the aus was removed. No additional complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or abnormalities were found with the cuff. No leaks were identified. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were found with the pump. No leaks were identified. The pump did not pass the poppet pressure test with an output reading below the specification. The balloon was visually inspected, leak and functionally tested. No damage or abnormalities were found with the balloon. No leaks were identified. The balloon passed the functional test. Based on the information available, there were no device issues reported; however, the pump not passing the functional test could affect product performance. Additionally, the reported patient symptoms are known risks associated with these devices as indicated in the instructions for use (IFU).

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced discomfort in the urethra. Upon revision, erosion was found in the urethra; therefore, the aus was removed. No additional complications were reported.